Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in one month. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.